Event description:
It was reported that the patient was hospitalized while wearing the infusion device. At 1:04pm the customer received a blood glucose result of 485 mg/dl and administered a correction bolus of 17.4 units. She then ate a snack and her mother took her to the hospital. Upon arrival at the hospital the customer received a blood glucose result of 485 mg/dl, the time was unknown. At 8:46pm, while at the hospital the customer received a blood glucose result of 600 mg/dl. The customer was diagnosed with diabetic ketoacidosis and she was removed from pump therapy. The hospital treated the customer with an IV drop and unknown insulin. On (B)(6) 2023 the doctor allowed the customer to reinstall the pump and to deliver bolus corrections. The customer was discharged from the hospital on (B)(6) 2023 with a blood glucose result of 135 mg/dl. At the time of the initial report it was discovered that the customer was using an insulin cartridge that expired in july 2020.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.